Manufacturer narrative:
Device analysis results: visual analysis of the returned device identified curved opening, fold creases, red particles and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: a curved sharp opening on posterior side assessed as unidentified(tear) opening(a dimension measurement in the shell was performed which identify the thickness within specification). Based on the device analysis the final assessment is: a sharp opening assessed as unidentified(tear) opening.

Event description:
The doctor reported rupture of left implant. Device has been removed.

Manufacturer narrative:
The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
The doctor reported rupture of left implant. Device has been removed.